Event description:
Allegedly revised due to broken modular neck.

Manufacturer narrative:
This investigation is not complete. This report will be updated when the investigation is complete. Trends will be evaluated. This is the same event as 1043534-2013-01674. This event occurred in the (B)(6).